Event description:
The patient stated that "the night before last night ((B)(6) 2016)" she suddenly had to keep "getting up to go to the bathroom and it has been this way ever since then but it was a little better on the day of the call." The patient stated that she has already tried increasing stimulation but found that if she rose from 0.5 to 0.6 she found it was too strong. Patient stated that the health care provider (hcp) told her to call the manufacturer to find out which program to try next. The patient was redirected to hcp on which program to try next. The patient experienced loss of therapy. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.